Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay two (2) potential false positive results were obtained. The customer removed and reinserted the positive test cartridges multiple time to repeat the tests and the results were negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. Tests were performed for screening on patients with no known exposure. There was no report of patient impact. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay two (2) potential false positive results were obtained. The customer removed and reinserted the positive test cartridges multiple time to repeat the tests and the results were negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. Tests were performed for screening on patients with no known exposure. There was no report of patient impact. Eua(B)(4).

Manufacturer narrative:
H6: investigation summary. This statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0248439. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Initiated. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.